Manufacturer narrative:
The reported event of high right atrial impedance, oversensing, low sensing, and header anomaly was confirmed. Upon receipt the atrial contact spring was found to have been dislodged from its connector block groove. The displaced right atrial contact spring was determined to be the cause of the reported event.

Event description:
During a routine device replacement procedure, a high pacing impedance, low sensing, and oversensing were observed on the device due to a suspected header anomaly. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.